Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer's mother called in to report she was unable to push insulin through the infusion set tubing while changing her daughter's set. The mother was using the plunger to push the insulin through. The insulin pump alarmed for no delivery when she attempted to push insulin through. Customer's mother could not troubleshoot at the time and discarded the devices mentioned in the complaint. Advised to call back while the issue is occurring to perform troubleshooting. Nothing further reported.